Manufacturer narrative:
Approximately 8 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Visual inspection revealed that there was damage to the bionate layer of the driveline, approximately 7 inches from the metal connector. The underlying black, red, and brown wires at this location were damaged and their insulation were breached. As a result of the damage to the insulation, the underlying wire conductors were exposed. This damage appears consistent with the report of an animal bite. If the exposed conductors of either the black, brown, or red wires made contact with the metal braided shield while the system operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported low speed/pump stoppage events that were confirmed through the evaluation of the submitted system controller log file. Additionally, if the exposed conductors of the red wire and the exposed conductors of either the black or brown wire simultaneously made contact with the metal braided shield, the resulting short would have caused the confirmed low speed/pump stoppage events while the system was operating on any power source. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 7 months.  The patient remains ongoing with the device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that while the patient was feeding a rabbit, the rabbit bit into the percutaneous lead (driveline) and the system controller produced an alarm. The patient was asymptomatic. There was a tear in the silicone of the driveline that the patient covered with electrical tape. While the system controller was connected to the power module, the percutaneous lead was manipulated and a low flow alarm was produced. The patient was provided an ungrounded power module patient cable. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the system was connected to a grounded power module patient cable and no additional alarms were reported. No additional information was provided.